Manufacturer narrative:
(B)(4). Date sent: 11/16/2021. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the hp054 device was received with the nose cone cracked. In addition, the mid housing was observed slightly separated from the end cap. It was connected to a generator, evaluated with a test instrument and was found to be non-functional. The instrument was disassembled to inspect the internal components and the moisture indicator was positive. Due to the cracked nose cone, moisture entered the hand piece mid housing. Analysis was unable to determine the exact root cause that lead to crack in the hand piece nosecone. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event. It is possible that the ingress of moisture affected handpiece functionality. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
(B)(4). Batch #: u9464z. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished lot/batch device number (u9464z012), and no non-conformance's were identified.   If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure a crack was found on the surface of the hand piece. Changed to another device to complete the surgery. There was no patient consequence reported.